Event description:
#Medwatcher #(B)(4). As soon as I had the essure I felt different cramping bleeding back pain , headaches or migraines, dizziness, tingling sensations, numbness, brain shocks, nerve pain, brain fog and cloudiness, forgetfulness, anxiety/panic attacks, mood swings, depression (sadness/suicidal thoughts), black out spells/ fainting, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), mood disorders, cramping, sharp/stabbing pelvic pain, abnormal menses, painful ovulation (mittelschmerz), night sweats, loss of libido, hot flashes, bleeding/spotting after sex, painful periods (dysmenorrhea), painful intercourse (dyspareunia), bleeding between periods (metrorrhagia), early menopause, urgent/frequent urination, back, joint, chest, leg, breast, neck, spine, hip, chronic pelvic pain. Face pain (tigrina neuralgia), weight issues, severe bloating, vision problems floaters, blurred vision.

Event description:
Additional info received on 06/30/2015 from the reporter: (B)(4). Since the essure implant, I have severe pelvic pain, back pain, shoulder pain, fatigue, depression, unable to control my urine, bleeding, long time bleeding, cloudy head. I'm not my self anymore.